Event description:
On 20-jul-2025, a user reported that the ilet insulin pump was damaged when a dog made contact with it during a shower. The screen was cracked and became unresponsive. The user reported a blood glucose level of 300 mg/dl, which was corrected with an insulin injection. No symptoms or medical intervention were reported. The device was replaced.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.